Event description:
The reporter stated a b & l lens was torn upon insertion. There was no patient injury. A second lens was implanted but it also tore - see MFR report# 2023826-2008-01213. A third different model lens was implanted. It was the surgeon's opinion that the cause of the iol damage was due to the injector and cartridge. The patient's prognosis is excellent.

Manufacturer narrative:
Evaluation: cartridge lot number search. Results: a cartridge lot number search was performed and two similar complaints were found. Based on the complaint history and the lot number search, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.